Event description:
It was reported by service report that the head-end lift was stuck at high height, and was not running. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty potentiometer.